Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
B5 updated with additional infromation

Event description:
The pump is not available for return. The pump was inadvertently removed during a patient move and fully removed by the primary team the next day. The patient recovered well and the site was closed with perclose.

Manufacturer narrative:
Date of explant, section d6b, has been updated.

Manufacturer narrative:
B3, date of event, has been updated to jan 8, 2026. Additional information has been received indicating that the patient experienced continued bleeding into the chest. The source of the bleeding was unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a large hemothorax. Heparin was stopped. Impella support continues and the patient is in stable condition.